Manufacturer narrative:
Continuation of d10: product ID b3301542m serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID b3400060m serial# (B)(6) implanted: (B)(6) 2024 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that zapping only happened when patient was holding communicator. Rep clarified that shocking is felt internally. Rep reported that troubleshooting of checking impedances showed no abnormalities.

Manufacturer narrative:
Continuation of d10: product ID b3301542m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type: lead product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type: extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6) , ubd: 15-apr-2026, UDI#: (B)(4) ; product ID: b3400060m, serial/lot #: (B)(6) , ubd: 01-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced significant shocking sensations described as a ¿zap¿ when connecting to the implanted system to increase stimulation settings. This occurred a few times previously when stimulation was being increased, but not as severely as the most recent event. The patient experienced muscle tightness in the arm and dysarthria during the last episodes. It was also reported that patient was experiencing less than desired therapeutic outcome from the deep brain stimulation. Impedance tests were conducted and found to be normal per the physician. The patient turned off the device until side effects subsided and was able to turn it back on without issue. The device remains implanted and in service, and exploratory surgery or lead revision may be considered due to the ongoing symptoms and suboptimal outcome.